Event description:
It was reported that customer experienced broken screen on pump, with touchscreen becoming unresponsive and unreadable even though pump started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device to be returned for evaluation, and replacement pump was provided while further checks on returned pump were pending.